Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 2:00pm, the patient reported testing on her lfs meter and obtained a result of "180mg/dl" and within 30 minutes tested on another unknown meter and obtained a reading of "137mg/dl." Based on statistical methodology, the calculated difference between the readings do not exceed the expected value of <=30% or <=30mg/dl. The patient reported managing her diabetes with oral medications including metformin 500mg and glimepiride 1mg. The patient denied making any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 2:00pm, she felt "sweaty, hot, and faint." The patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement, and the patient was using the same approved sample site to obtain the readings. Replacement products were sent to the patient. The subject meter has been returned to lfs and evaluated by product analysis on (B)(6) 2012 with the following conclusions: complaint not confirmed. Based on the information provided, this complaint is being reported because the patient obtained an inaccurately high reading, took her oral medications as usual and developed symptoms suggestive of hypoglycemia after the issue began.

Manufacturer narrative:
The subject meter has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: complaint not confirmed.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the test strips passed testing with no faults found. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.